Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient was pre-operatively diagnosed with cervical stenosis c5-c6, c6-c7. Cervical radicular syndrome and underwent the following procedures: c5 hemi corpectomy with decompression o the spinal canal. C6 hemi corpectomy with decompression of the spinal canal. C7 hemi corpectomy with decompression of the spinal canal. C5-c6 anterior cervical fusion. C6-c7 anterior cervical fusion. Insertion of intravertebral biomechanical device x 2. Anterior plate fixation. Structural allograft for spinal fusion. As per op-notes, "tissel was placed over the spinal cord and then the appropriate sized intravertebral peek cage device measuring 9 mm was packed with structural allograft, rhbmp-2 and impacted into position completing the anterior cervical fusion at c6-c7. Tissel was placed over the spinal cord and then the appropriate sized intravertebral peek cage device measuring 8 mm was packed with structural allograft, rhbmp-2 and impacted into position completing the anterior cervical fusion at c5-c6." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.